Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure.

Event description:
It was reported that high impedance was observed. An increase in threshold was also noted. The lead was explanted after repositioning showed poor measurements.